Manufacturer narrative:
An event of the perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported pvl could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed:

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 84.4mm and an area of 555mm^2.the valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Post-implant a moderate perivalvular leak (pvl) was observed. A post-balloon aortic valvuloplasty (bav) was performed with a 26mm non-abbott balloon. The pvl grade reduced to mild. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 84.4mm and an area of 555mm^2.the valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Post-implant a moderate perivalvular leak (pvl) was observed. A post-balloon aortic valvuloplasty (bav) was performed with a 26mm non-abbott balloon. The pvl grade reduced to mild. The patient status was stable.